Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot. The device had cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and minor scratches on display window.

Event description:
It was reported the customer was unable to remove their battery cap. The customer also reported their battery compartment was broken. Customer could not recall any significant events leading to the damage. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.